Event description:
(B)(4). Joint pain, sleep problems, abdominal pain, cramping, irregular bleeding, painful intercourse, depression, stomach issues, skin rash, diagnosed with auto immune diseases and multiple medical issues since this surgery. My entire world and that of my loved ones has completely changed since being implanted. I no longer enjoy life.